Event description:
It was reported with the use of the bd luer-lok¿ syringe there was an issue with scale marking issue, foreign matter, damaged barrel and jammed stopper. There were 18 occurrences of foreign matter, 21 occurrences of barrel / flange damage, one occurrence of stopper jammed, 6 occurrences of inclusions and 222 occurrences of scale marking issue. There was no report of injury or medical intervention.

Manufacturer narrative:
Describe event or problem: it was reported with the use of the bd luer-lok¿ syringe there was an issue with scale marking issue, foreign matter, damaged barrel and jammed stopper. There were 18 occurrences of foreign matter, 21 occurrences of barrel / flange damage, one occurrence of stopper jammed, 6 occurrences of inclusions and 222 occurrences of scale marking issue. There was no report of injury or medical intervention. Investigation summary: no samples were received for evaluation as they were lost in transit. This is an unusual occurrence. A device history record review was completed: 7262511 was produced on 10/3/17 with 24 inspections at bulk on 1,200 parts with sub- batches involved. Sub-batch: 7255702 produced on 10/4/17 at blisterpak there were 32 inspections on 256 parts and at print/assy there were 32 inspections on 1,600 parts with findings of embedded foreign matter using 1.0 aql s/s was found to be accepted. Found zero. Sub-batch: 7255696 produced on 10/3/17 at blisterpak there were 27 inspections on 216 parts and at print/assy there were 28 inspections on 1,400 parts with zero defects found. Sub-batch: 7255692 produced on 10/4/17 at blisterpak there were 31 inspections on 248 parts and at print/assy there were 31 inspections on 1,550 parts with zero defects found. Sub-batch: 7255699 produced on 10/2/17 at blisterpak there were 30 inspections on 240 parts and at print/assy there were 30 inspections on 1,500 parts with zero defects found.

Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd luer-lok¿ syringe there was an issue with scale marking issue, foreign matter, damaged barrel and jammed stopper. There was no report of injury or medical intervention.